Manufacturer narrative:
H3 device evaluation - the driver's tip is sheared off. The fracture plane is normal to the driver's longitudinal axis. This type of fracture is indicative of a torsional overload condition. Review of device history records (ir22-0381) found on piece of was received from supplier, instru-med, and released for distribution on 3/29/2022 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective action is recommended.

Event description:
It was reported that the patient underwent a procedure on (B)(6) 2024, utilizing the reform pedicle screw system. A revision procedure was performed on (B)(6) 2025 to extend the existing construct. During the procedure it was noted that one of the ø6.5mm x 50mm reform ti modular non-cannulated - non-fluted screw (39-sg-6550) was fractured. The broken screw was removed and replaced with new hardware. It was also noted that while implanting a screw the tip of the t20 polyaxial driver reform pedicle screw system (39-sp-0730) broke. The tip was removed and the procedure completed with no further issue and no harm to the patient.